Event description:
It was reported that the insulin pump was returned with no button response due to corroded keypad traces. Unable to perform functional testing including the rewind and basic occlusion test, occlusion, prime/a33, excessive no delivery, displacement, self test, a21 test and the operating currents test due to no button response. The insulin pump was received with a scratched display window, cracked base at display window corners, cracked reservoir tube lip and cracked battery tube threads. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform functional testing including the rewind and basic occlusion test, occlusion, prime/a33, excessive no delivery, displacement, self test, a21 test and the operating currents test due to no button response. The insulin pump was received with a scratched display window, cracked base at display window corners, cracked reservoir tube lip and cracked battery tube threads.